Event description:
It was reported that an over infusion event occurred. The infusion was programmed to deliver a primary infusion of d5 normal saline at a rate of 75ml/hr, and a secondary infusion of depakote at a rate of 50ml/hr for 2 hours. The customer reported that the pt's arm swelled and skin blistered.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Sigma was unable to obtain additional info from the customer that communicates a flow rate inaccuracy of greater than 10% has occurred. The customer stated that the pt's arm swelled and blistered, this is a known effect of infiltration.